Event description:
It was reported that, a bilateral plaintiff experienced recurrent dislocations with anterior instability, three weeks after a right mom revision surgery. Therefore, a right thr revision surgery was carried out on (B)(6) 2019, the oxinium 36mm 0 femoral head was exchanged for a 36mm 4+ head. The patient had a history of falls and bilateral abductor weakness since 2011. No other related complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, the clinical root cause of the anterior instability with recurrent dislocation is likely the totally ripped off anterior repair done in the previous revision. The patient impact was a second revision with liner and femoral head change. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, risk management file and prior actions review could not be performed. A review of the instructions for use documents for total hip systems revealed that dislocation has been identified in warnings and precautions, that may result from improper selection of the neck length and cup, stem positioning, muscle looseness and/or malpositioning of components. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include traumatic injury, patient condition, postoperative care, size selected or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.